Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Rep reported patient complained of instability.

Manufacturer narrative:
An event regarding disassociation involving an lfit head and accolade stem was reported. This was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: not performed as the device was not returned for review. Medical records received and evaluation: a review by a clinical consultant noted: "in conclusion, one major procedure-related factor to contribute to overload in the bearing section of the arthroplasty was clearly present. Because optimal component position is the responsibility of the surgeon, this aspect is procedure-related. From the patient-related perspective, there is little specific information. Body weight was near normal with a bmi of (B)(6) and as such not relevant for the problem. Similar arguments are valid for excessive patient activity, reported as only moderately active, consistent with the higher age of the patient. Whether there may have been other additional contributing factors to failure is difficult to exclude completely given the minimal clinical and radiological information. The observed degree of cup malposition is however without any doubt a major contributor to overload in the arthroplasty bearing section and could just by itself be a more than plausible factor to have caused the problem of taper damage. It is a pity no implants were returned for investigation because materials investigation usually provides very valuable information regarding failure mode, especially in cases of severe device damage such as the current one. Additionally, materials and/or manufacturing related matters can be excluded with more certainty although in the current case no evidence is available to suggest that device-related factors might have played a role. It should finally be mentioned that during revision surgery the cup shell was apparently retained. As such, it is not certain that the underlying problem of cup malposition has been eliminated from the arthroplasty. This pi case is not device-related. Procedure-related factors: cup malposition in low inclination of 29° plus absent anteversion patient-related factors- none evident. Device-related factors:- none. Diagnosis:- cup malposition in low inclination and absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper requiring revision." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: "cup malposition in low inclination and absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper requiring revision" no further investigation for this event is possible at this time. Further information including operative reports, and follow-up notes are needed to investigate this event further. If additional information become available, this investigation will be reopened.

Event description:
Rep reported patient complained of instability.